Event description:
The IV tubing set did not function properly. It produced an error 9 (outlook transfer valve leaking/checkset) on the infusion pump.

Event description:
The IV tubing set did not function properly. It produced an error 9 (outlook transfer valve leaking/checkset) on the infusion pump.